Event description:
The reporter indicated a 12.1mm vicm5_12.1 implantable collamer lens, -08.50 diopter, tore during loading and there was no patient contact. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
B5 - a backup lens was implanted on (B)(6) 2023 and problem was resolved. Status of eye is "good". Claim# (B)(4).